Manufacturer narrative:
(B)(4).

Event description:
It was reported "incident occurred on (B)(6) 2025. The doctor facing the guide wire inside the packing comes damaged all the time." This was found prior to use. There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00589, 3006425876-2025-00588, 3006425876-2025-00601 and 3006425876-2025-00587.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided nineteen photos for analysis. The complaint of a kinked guidewire was able to be confirmed by the photos. The guidewire was within the kit packaging and the appearance of the damage is consistent with folding of the kit resulting in damage to the guidewire. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". The words "do not bend" are clearly visible on the front of the lidstock. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "incident occurred on (B)(6) 2025. The doctor facing the guide wire inside the packing comes damaged all the time." This was found prior to use. There were 8 units from this lot that was found kinked during unpacking. Associated MDR numbers include: 3006425876-2025-00589, 3006425876-2025-00588, 3006425876-2025-00601, 3006425876-2025-00587, and 3006425876-2025-00586.